Manufacturer narrative:
Based on the claim against the product noting the sureform 45 curved tip stapler instrument¿s sheath was ripped/broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform 45 curved tip stapler was analyzed and reported failure was confirmed. The instrument was found to have a torn wrist cover. The size of the tear was approximately 0.525" in length. There was no missing material. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of logs showed no failures. The complaint regarding the sureform 45 curved tip stapler instrument¿s sheath was ripped/broken was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler instrument¿s sheath was ripped/broken. The procedure was completed with no reported injury.